Event description:
Positioning difficulty, dislodgement x 2, helix damaged. Dr thinks helix damaged when patient "jerked" arm over his heart. Upon removal of lead, observed damage to endocardial screw.